Manufacturer narrative:
Results and conclusion summation - product performance engineering concluded that vessel occlusion is a known outcome of coronary stenting procedures and is listed in the IFU as a potential adverse event. A definite root cause for the occlusion cannot be determined, and there are no indications of a product quality issue. Reportedly, no pre-dilatation was performed prior to deploying the stent implant. The IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." The failure to predilate the lesion may have contributed to the vessel occlusion; however, this could not be confirmed.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the 3.5 x 18 mm rx xience v stent delivery system (dsd) was used to perform direct stenting to treat a lesion in the mid left anterior descending (lad) artery. The xience stent was deployed; however, there was compromise of the ostium of the diagonal branch, which required treatment with a dilatation balloon catheter. No additional event or pt info is available.